Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The updated describe event or problem will be: a device was returned to manufacturer's service center for evaluation and was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.